Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she received a replacement insulin pump, and thought that it was already programmed. The customer wore it for about a month, and ended up in the hospital with diabetic ketoacidosis, and in a coma. The customer stated that her blood glucose levels were greater than 300 mg/dl. The customer also stated that she was in a car accident two days after being released from the hospital due to a rain storm. The customer also experiences seizures, memory loss, heart attacks, and has cancer. Troubleshooting was performed. The insulin pump passed the prime and self tests, but there was no tubing clamp for the high pressure test. Found that the customer had been wearing the infusion sets for up to seven days. Advised to change infusion set every two to three days. The customer is in the process of getting a new insulin pump. Nothing further was reported.